Manufacturer narrative:
(B)(4). Results: patient vessel morphology, lesion was severely calcified, use of force during the procedure, stent deformation and failure to deliver device. Conclusion: lack of effectiveness related to patient condition (patient vessel morphology, lesion was severely calcified), use of force used during the procedure. Device evaluation summary: the hypotube was bent and wavy. The stent was positioned on the balloon between marker bands as per specification. The first and second proximal stent segments were raised, damaged and deformed. The first distal stent segment was raised, damaged and deformed. The proximal pillow was disturbed. Tip was damaged. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to implant a 2.25 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the lad that was reported to be severely calcified. It was reported that the physician encountered resistance and force was used in an attempt to advance the stent across the target lesion, however, this was unsuccessful. When the stent was removed from the patient, the stent was reported to be damaged. The device was inspected prior to use with no issues noted. Post removal of the endeavor resolute device, the physician successfully delivered another endeavor resolute stent to the target lesion. No patient injury occurred and no clinical sequelae were reported.